Event description:
Information received from the (B)(6) clinical database.treatment of a left unruptured ica (internal carotid artery) sidewall aneurysm measuring 3mm x 1mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2012 and experienced right hand numbness, tingling, and floaters in vision during a follow-up visit on (B)(6) 2012. It was reported that the patient's condition resolved on (B)(6) 2012.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.(B)(4).

Manufacturer narrative:
(B)(4).